Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a bioprosthetic valve that required valve in valve intervention after an implant duration of approximately 20 years due to stenosis. The patient was implanted with a transcatheter valve within the stenosed valve successfully. The patient was noted as discharged. There were no reported complications.